Manufacturer narrative:
The insulin pump buttons all responded properly. However, moisture damage was found on the keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that she wears the insulin pump under her clothes and it may have been pressed up against her skin. Her blood glucose level was 132 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.